Manufacturer narrative:
One medfusion pump was received with the top case cracked down from the tubing guides and the plunger head had dried contamination. The event history log was reviewed and there was a force sensor bridge test error in the history. The startup test was conducted and the reported issue was able to be duplicated. The issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The plunger head was full of contamination and all parts of the plunger head will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure: force sensor bridge. There was no reported adverse event.